Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 three (3) false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Physicians were notified of positive results and suspicion that results were erroneous. Patients were placed under transmission-based precautions until pcr results were received. (B)(4).

Event description:
It was reported while testing for sars cov-2 three (3) false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Physicians were notified of positive results and suspicion that results were erroneous. Patients were placed under transmission-based precautions until pcr results were received. (B)(4).

Manufacturer narrative:
H6: investigation summary. This statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0222901. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.